Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Review of the photo received confirmed the complaint and shows the barrel with all 6 bands remaining on it with one leg of the trigger cord hanging out from the barrel and no longer in place under the bands. It also appears that one of the beads on the trigger cord leg is no longer in its proper position but it is difficult to determine from the picture. No other details can be determined from the photo. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation, evl, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that when they opened the device they observed improper thread alignment on the barrel. [Improper thread alignment may lead to difficulty deploying bands-subject of report] a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. A photo was also received. Review of the photo received confirmed the complaint and shows the barrel with all 6 bands remaining on it with one leg of the trigger cord hanging out from the barrel and no longer in place under the bands. It also appears that one of the beads on the trigger cord leg is no longer in its proper position but it is difficult to determine from the picture. Our laboratory evaluation of the product said to be involved also confirmed the report. During a visual examination, it was observed that one leg of the trigger cord had come out from behind the 6th band. One bead from the leg that had been pulled away from the barrel could be seen on the exposed cord and one bead (the bead for band 6) was missing from the same leg of the trigger cord. The remaining beads for the undeployed bands were still on the barrel but were slightly shifted out of place. The length of the trigger cord was measured between the knots and was within the tolerance. The trigger cord was not broken. The subassembly history record for the trigger cord said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.